Manufacturer narrative:
The exposed portion of soft cannula for the received pod was found to be stretched out. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached 542 mg/dl. For treatment, the patient changed out the pod and gave a correction bolus. The ketones were trace.